Event description:
Boston scientific received information that it was observed via latitude that this system was experiencing some noise on the right ventricular (rv) channel which was being oversensed and stored as atr episodes. The patient is pacemaker dependent and was brought in for further evaluation. Upon opening the pocket, there appeared to be no physical damage to the competitive rv lead. The device was removed from the pocket and the patient's rate dropped into the low 30's. Additionally, when cauterizing the pocket, the patient received what appeared to be a shock. It was confirmed that the device had been programmed off, however; this happened two additional times and the physician was convinced the device was shocking the patient. At this point, the boston scientific sales representative showed the physician that the device was turned off and suggested they reload the programmer. Upon doing this, the device then showed it went into safety mode. A new device was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Testing confirmed the identified issue is consistent with devices that have reverted to safety core due to oscillator mismatch faults during the use of electrocautery. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
--